Event description:
Serious injury involving one person. An optometrist reported an incident of corneal ulceration associated with focus night & day lenses. The ulcer was located at 12 o'clock position mid-peripheral with infiltrates. The patient is known for abusing their daily contact lenses as a 2-week extended wear lens. The patient was subsequently fit with extended wear lenses. On their own accord, the patient would remove the lens midweek for cleaning. After about 3 months of wear, the patient experienced severe pain in the left eye. Pt was examined in 2002, and the ulcer was noted. A culture was taken and determined to be pseudomonas. The patient was prescribed tobramycin and ciloxin. The doctor does not foresee any problems with resolution of the ulcer and doubts any loss of vision for the patient.